Event description:
The customer reported that, prior to use in an unknown procedure, their hd autoclavable camera head device produced a poor quality image which was foggy and which did not seem to be the result of condensation. The subject reportedly could still be recognized. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
The device was returned to repair center for evaluation and the customer's allegation was not confirmed. The evaluation identified additional issues of flooding (of the actual device), and the coupler was rusted. A definitive root cause cannot be identified. A device history review of the current product was conducted, and no problems were found. These issues are addressed in the device instructions for use (IFU): in the instruction manual ¿precautions for disappeared or frozen endoscopic images¿. The following statement is found in the ¿warning¿ section. -if the endoscopic image disappears unexpectedly or the frozen image cannot be restored during an examination, immediately stop using the camera head and withdraw the endoscope from the patient according to section 5.3, ¿withdrawal when any irregularity be observed¿. Continued use of the endoscope under this condition could result in patient injury, bleeding, and/or perforation. ¦the following statement is found under ¿caution¿ in the ¿dangers, warnings, and cautions¿ section of the instruction manual. - do not strike the camera head. The camera head may be damaged. ¦considering the possibility that moisture on the coupler may have caused the rust, we checked the instruction manual ¿rinse the camera head¿. The following description is included. -use appropriate rinse water as instructed in section 3.5, ¿rinse water¿. 1 fill a sterile large basin with the rinse water as described in section 3.5, ¿rinse water¿. 2 immerse the camera head in the rinse water. 3 wipe all external surfaces of the camera head, using a sterile lint-free cloth. 4 move the endoscope lock of the camera head at least 3 times while immersed in the rinse water. 5 remove the camera head from the rinse water and place them in a sterile basin. Olympus will continue to monitor the field performance of this device.

Event description:
This report is being submitted for additional information from legal manufacturer's final investigation.